Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was detached. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log shows 42224 error. Functional testing found the device shows 42224 error. The primary problem was with a defective printed wire assembly (pwa). The pwa and dso seal were replaced.

Event description:
Analysis of the returned device found that the pump shows error 42224 and the downstream occlusion seal was damaged. There was unknown patient involvement. No patient harm/adverse event was reported.